Event description:
A malfunction alarm was reported with the pump, and no notable events occurred prior to the malfunction. The impact on the customer¿s blood glucose level was unknown or declined to answer. Technical support decided to replace the faulty pump, and the customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. The customer was also guided on how to put the pump into storage mode before returning it, which they understood, and acknowledged the instructions to return the problematic pump within 10 days using a pre-paid label.